Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the hub is confirmed. One 3 fr sl powerpicc catheter was returned for evaluation. Use residue was observed throughout the sample. The catheter extended up to the 47 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the hub. Microscopic observation of the leak location revealed a partial break in the extension tubing within the hub. The break surface showed a rough and uneven surface and exhibited beach marks which is indicative of material fatigue. The complaint of a leak at the hub is confirmed based on the returned sample. A lot history review (lhr) of reby2516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a 3f PICC separate at the hub. Additional information received: on (B)(6) 2018 a 3 french PICC separate at the hub. The patient presented to the outpatient cancer infusion clinic for his meds and when it was flushed it was noticed it was separated at the hub and leaking. The PICC was removed and he had another 5 french dl placed in radiology to continue his treatment. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a 3f PICC separate at the hub. On 08/09/2018 - additional information received: on (B)(6) 2018 a bard 3 french PICC separate at the hub. The patient presented to the outpatient cancer infusion clinic for his meds and when it was flushed it was noticed it was separated at the hub and leaking. The PICC was removed and he had another bard 5 f dl placed in radiology to continue his treatment. No patient injury reported.